Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 888mg/dl, and she was treated with an insulin drip. The customer was experiencing thirst and excessive urination. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found multiple motor error alarms, but the caller was not aware of them. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The customer stated that the cannula was removed at the hospital, and she does not know if it was bent. Advised the customer to change the infusion set and call back if further issues persist. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.